Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700 . Model: sc-2218-70 . Serial: (B)(6). Batch: 7095940 . Product family: scs-linear leads . Upn: m365sc2218500. Model: sc-2218-50 . Serial: (B)(6). Batch: 7128967/7130301.

Event description:
It was reported that patient experienced inadequate stimulation despite a reprogramming attempt due to lead migration that was confirmed via x-ray. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.